Manufacturer narrative:
No lot number was provided. A review of the device history report (DHR) was unable to be performed. However, all dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. A sample without original package or lot number was received for evaluation. Visual inspection observed the yellow part (adapter) was miss-assembly from the purple part (connector enfit). The manufacturing process was reviewed by a multidisciplinary team and determined that the main root cause was the lack of solvent (thf) in the adapter. Corrective action has been taken. The action item taken was collocated a chronometer in the station of putting solvent into the adapter for 3 seconds. This change was documented in the standard work instruction. The process is running according to product specifications meeting quality acceptance criteria. The reported customer complaint is confirmed. The root cause was determined to be the lack of solvent (thf) in the adapter. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the connector part of the device became disconnected.

Manufacturer narrative:
There were no samples submitted with this complaint; therefore, the failure could not be confirmed. A review of the device history record could not be conducted because a lot number was not provided. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.